Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) dehydration and high ketones, while wearing the pod between 36 and 48 hours. At the hospital, the patient was treated with an intravenous (IV) insulin injection.